Event description:
Red knee [erythema]. Hot knee [joint warmth]. Swelling in knee [joint swelling]. Case description: spontaneous report was received on (B)(4) 2013 from a nurse via sales representative regarding a female patient (age not provided), initials unknown. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc one (hylan g-f 20) injection, in both knees (dosage regimen and route of administration not provided). The lot number for synvisc one was not provided. On an unspecified date, the patient experienced red knee, hot knee and swelling in one knee. The patient was treated with medrol (methylprednisolone) dosepak. The action taken with synvisc one was not provided. The patient recovered from the events of red knee, hot knee and swelling of knee as it was reported that the patient was doing fine. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting nurse did not provide the causal relationships between synvisc one and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.